Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(4) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the transmitter failed as a low transmitter battery alert was displayed in the logs within the investigation window. The customer complaint could not be replicated with the returned transmitter. The customer complaint of low transmitter battery was confirmed. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.